Event description:
It was reported that during bench testing, when the device over pressured, the alarms and lights came on but then went immediately silent. Also, the alarm was not loud. No patient was involved.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned ventilator found the tamper seal intact and no physical damage was noted. Functional testing was performed and found the relief pressure alarm non-functional due to a faulty alarm reed holder. Electronic alarms were non-functional due to faulty battery holder. To resolve the problem, both holders were replaced. In addition, a faulty oscillator block, a frequency control reset tidal volume control needle and pressure manometer were replaced due to being out of specification. Preventive maintenance was also performed. The reported problem was confirmed and found to be caused by a faulty alarm reed holder and a faulty battery holder. Operator of device is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms#(B)(4).